Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with high blood glucose (bg) levels (specific bg levels were not provided) after wearing the pod for between 5 and 24 hours. The patient was not feeling well, vomiting, experienced extreme thirst and began drinking a lot of water. Emergency services was called and the patient was transported to the hospital by ambulance. Patient was admitted to the intensive care unit for 2 days and then moved to the normal ward. Specific treatment information was not provided by the patient.